Manufacturer narrative:
Vyaire medical file identification: com (B)(4). Other - the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. However, the customer was advised that the uim may need to be replaced depending on the software version installed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had a leak when attempting to calibrate transducers. Furthermore, there was no patient associated with the reported event.